Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 24 x 2.50 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the center of the stent; struts were lifted and pulled in a proximal direction. The undamaged proximal section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Reportable based on additional information received on 21-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Predilation was performed using a 2.5x20mm balloon catheter. A 24 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, it was further reported that the stent was damaged inside the patient.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Reportable based on additional information received on 21-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Predilation was performed using a 2.5x20mm balloon catheter. A 24 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, it was further reported that the stent was damaged inside the patient.